Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. C51076) for female sterilisation. The patient had a medical history of diabetes, smoker, endometriosis, heavy periods, adenomyosis, dysmenorrhea, lower abdominal pain, mood swings, diabetes, parity 2, gravida ii, menorrhagia, pelvic pain, adenomyosis, c-section and pregnancy (problems with pregnancy have included prolonged 1st stage labor at 42 wks gestation. Problems with menstrual cycles include irregular frequency/duration). Previously administered products included: ondansetron. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2739 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy laparoscopic si robotic assisted/ bilateral salpingectomy/left oopherectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: coils: left-1; right-2. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus with left ovary and bilateral fallopian tubes, simple hysterectomy with left oophorectomy and bilateral salpingectomy: endometrium: diffuse endometrial intraepithelial neoplasia (complex atypical hyperplasia) involving entire endometrium and lus endometrial polyp. Cervix: no pathologic abnormality, myometrium: adenomyosis, left ovary: no pathologic abnormality. Fallopian tubes: focal right fimbria endometriosis, complete cross-sections of both tubes identified [smear cervix] on (B)(6) 2014: normal limits. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: lot number, reporters information, medical information and lab data added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. C51076) for female sterilisation. The patient had a medical history of diabetes, smoker, endometriosis, heavy periods, adenomyosis, dysmenorrhea, lower abdominal pain, mood swings, diabetes, parity 2, gravida ii, menorrhagia, pelvic pain, adenomyosis, c-section and pregnancy (problems with pregnancy have included prolonged 1st stage labor at 42 wks gestation. Problems with menstrual cycles include irregular frequency/duration). Previously administered products included: ondansetron. On (B)(6)2015, the patient had essure inserted. On (B)(6)2022, 2739 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy laparoscopic si robotic assisted/ bilateral salpingectomy/ left oopherectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: coils: left-1 right-2. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus with left ovary and bilateral fallopian tubes, simple hysterectomy with left oophorectomy and bilateral salpingectomy: endometrium: diffuse endometrial intraepithelial neoplasia (complex atypical hyperplasia) involving entire endometrium and lus endometrial polyp. Cervix: no pathologic abnormality, myometrium: adenomyosis, left ovary: no pathologic abnormality. Fallopian tubes: focal right fimbria endometriosis, complete cross-sections of both tubes identified [smear cervix] on (B)(6) 2014: normal limits quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2418 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2418 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.